Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed pacing impedance measurements of greater than 2000 ohms. In addition, noise was noted. The system will continue to be monitored. There were no adverse patient effects reported. The system remains in service.